Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. Three halves from three clips broken in half at the hinge were returned loose. The cartridge and the loose halves of clips were visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge contained a half of a clip with the pierced bosses. A few scrape marks were also observed on the cartridge. There were no intact clips remaining. Visual examination of the returned loose clips revealed that two of the three halves were the halves of the clips with the hook and the other was the half of the clips with the pierced bosses. The clips broken at the hinge and the cartridge appears used as there is biological material present. It could not be determined exactly how or what caused the clips to break in half at the hinge. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of the clips being "broken" was confirmed based upon the sample received. Three halves from three clips broken in half at the hinge were returned loose. The cartridge contained a half of a clip with the pierced bosses. The sample was reviewed with an r & d engineer. Although the reported complaint issue was confirmed, it could not be determined exactly how or what caused the clips to break in half at the hinge. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that the clip was found broken after loading into applier prior to patient.

Manufacturer narrative:
Qn# (B)(4).the device history review for the product hemolok ml clips 6/cart 84/box lot# 73d1800095 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was found broken after loading into applier prior to patient.